Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an inpact av access balloon catheter was used to treat the left cephalic arch. Approximately 22 months post procedure, patient suffered restenosis of the left avf which was treated with revascularization and medication. A non medtronic pta balloon catheter was used to treat the cephalic arch. Investigator and sponsor assessed event is not related to the device, procedure or paclitaxel. The patient recovered.